Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 173 mg/dl.